Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes for the noisy image such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of the noisy image is expected or random component failure without any design or manufacturing issue. Additionally, olympus confirmed the presence of foreign material on the device, but the type of the material or root cause cannot be identified. A definitive root cause for the foreign material cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope device's grip and universal cord were sticky, and it produced a noisy image. There was no patient involvement.